Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump received (B)(6) 2024 and tested on (B)(6) 2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Refer to event line 320 as there is evidence of the pump abruptly powering off, the pump had to be turned on without actually being powered off. The event log will be attached, see "sn (B)(6)". It was also noted that the pump's keypad has a dent and is quite damaged, but still appears to be working. An image will be attached, see "713204 damage". Reported issue of abrupt power off was found, device not performing to specification.